Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted to treat pop. Following the procedure, the patient underwent extensive pelvic surgery to remove chronic pain post implant. No further information is available.